Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal ultrabag therapy. On an unreported date, the patient began dianeal ultrabag therapy (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, during a contact with baxter india technical service center, the following was reported. On an unreported date, a break in aseptic technique occurred, described as the patient made mistake and area not clean before starting pd. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was treated with vancomycin injection 2 gm every 7th day ip, reflin 1gm once daily ip, tobramycin 40mg once daily, and heparin 1000 iu each bag for peritonitis. On (B)(6) 2012, the patient was discharged. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not keep the area clean before starting peritoneal dialysis. The patient was re-trained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient retraining has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.